Event description:
It was reported that a malfunction with code malf 16 occurred, but there was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and prepare it for return using a pre-paid label. Technical support confirmed the shipping address and arranged to send a replacement pump. The customer acknowledged understanding of the instructions and planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.